Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced higher blood glucose (bg) levels in the 200 (mg/dl) range while using the pump as opposed to insulin pens. Reportedly, the customer felt as if he had "less control" while on the pump. The customer has disconnected from the pump and is no longer using for insulin therapy.